Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead 2012-(B)(6), (B)(4).

Event description:
It was reported that the right atrial (ra) lead had difficulty with placement at initial implant and during the revision procedure. There was low sensing in multiple locations due to paroxysmal atrial fibrillation. The lead dislodged and was suspected of perforation because effusion was seen on echo. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.